Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025, for the treatment of bile duct stones. During the procedure, an attempt was made to pass a stone-removing balloon catheter through the endoscope's working channel. Resistance was encountered, and an obstruction was noted within the channel. As a result, the endoscope was removed from the patient, and the procedure could not be completed. Reportedly, it was discovered that a sponge was lodged in the working channel and could not be removed. It was also noted that water-soluble lubricant had not been applied to the top of the biopsy cap prior to its use. The endoscope was subsequently sent for repair. There were no patient complications reported as a result after this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025, for the treatment of bile duct stones. During the procedure, an attempt was made to pass a stone-removing balloon catheter through the endoscope's working channel. Resistance was encountered, and an obstruction was noted within the channel. As a result, the endoscope was removed from the patient, and the procedure could not be completed. Reportedly, it was discovered that a sponge was lodged in the working channel and could not be removed. It was also noted that water-soluble lubricant had not been applied to the top of the biopsy cap prior to its use. The endoscope was subsequently sent for repair. There were no patient complications reported as a result after this event. Additional information received on 24jun2025: it was reported that the procedure was completed with alternative device using duodenoscope.

Manufacturer narrative:
Additional information: h6 (impact code). Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.